Manufacturer narrative:
A copy of a valve examination report was received from the initial reporter on 1/20/1998. The valve was examined at an outside laboratory in england. The valve was examined by optical microscopy using incident light illumination at magnifications of between 7 and 40x. According to the copy of the laboratory report, "failure of both legs of the outlet strut, at the site of, or close to, the welds at the junction of the outlet strut and the housing, resulted in release of the disc. It is likely that one leg of the strut failed in the first instance and the valve continued to function for an unknown period of time until the second leg fractured and the disc was released. There were a number of minor scratches on the housing flange. These were consistent with instrument marks. The valve had areas of wear on the disc, inlet strut and housing flange corresponding to contact areas between the disc and housing. The patterns and wear seen were typical for this model and could not be considered excessive for a valve which had been implanted for over 15 years."

Event description:
According to a coroner's report received by the initial reporter, the pt died at home. The cause of death was listed as failure of the aortic heart valve. The post mortem exam revealed separation of the occluder and the outlet strut from the valve ring.